Event description:
It was reported while testing with bd bactec¿ fx, instrument bottom, packaged false positive results were obtained. Duplicate and differential tests were performed and issue remained. Results were not reported and there was no patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(4)) on drawers a and b. No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and observed that incubation failure in drawer a and noise from top of the instrument on drawers a and b. Replaced blower coupling on both drawer a and b. Completed instrument qualification as per baltti0586. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is blower coupler failure. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿ fx, instrument bottom, packaged false positive results were obtained. Duplicate and differential tests were performed and issue remained. Results were not reported and there was no patient impact.